Event description:
A customer reported a contained cartridge chemistry (cc) sample probe leak on a unicel dxc 600 pro instrument. The customer reported the cc sample probe leaked approximately 10cc of diluted wash concentrate contained to the instrument. The customer was wearing personal protective equipment and no exposure or injury were reported. No erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the cc sample probe wash collar solenoid vacuum valve (p/n 472689) was not functioning. The fse replaced the solenoid valve which resolved the issue. (B)(4).